Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Pharmacist reported a rupture of the device with a significant leakage of silicone outside the prosthetic space, and a tissue lesion in the periprosthetic space. Device has been explanted. This report is for the right side.

Event description:
Pharmacist reported a rupture of the device with a significant leakage of silicone outside the prosthetic space, and a tissue lesion in the periprosthetic space. Device has been explanted. This report is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken posterior and radius and missing shell (0-25%). A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on radius and posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.